Event description:
It was reported the patient presented post-implant procedure experiencing a lot of premature ventricular contractions (pvcs). X-ray confirmed the atrial leadless pacemaker (lp) had dislodged to the pulmonary artery. The leadless pacemaker was deactivated. The patient was in stable condition.